Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the catheter was seen to be flat/crushed and broken/fractured. The distal catheter shaft was seen to be kinked bent and the catheter tip was flat/crushed. Functional inspection was not required as visual inspection confirms defect. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be broken fractured therefore, confirming the as reported defect. The as reported can be confirmed based on the analysis. The as reported as well as the as analyzed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure of thrombectomy, when the catheter (subject device) was put through a sheath, friction was experienced in the mid section. Upon delivery through the sheath, the distal tip of the subject catheter snapped inside the patient's anatomy. The snapped fragment of the catheter was removed from the patient's anatomy by tracking sheath over and removing all together. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure of thrombectomy, when the catheter (subject device) was put through a sheath, friction was experienced in the mid section. Upon delivery through the sheath, the distal tip of the subject catheter snapped inside the patient's anatomy. The snapped fragment of the catheter was removed from the patient's anatomy by tracking sheath over and removing all together. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.